Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had "insulin leak around the needle hub during injection". No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: customer returned to franklin lakes (1) 1cc, 8mm, 31g syringe in an open poly bag from lot # 7241532. Customer states that insulin leaks around the needle hub. The returned syringe was tested and was not able to draw properly. The sample was then examined under the microscope and exhibited adhesive runoff onto the barrel. This could cause leakage as there is insufficient adhesive in the hub. Sample were forwarded to manufacturing (holdrege) on 20jul2018 for further review. On 26jul2018, holdrege received one (1) 1ml, 8mm, 31g syringe in an opened polybag from batch # 7241532. All samples are decontaminated per hstr-17 prior to being evaluated. Upon evaluation by qe ah, similar findings to those documented during initial investigation performed at bd franklin lakes were noted. The returned sample was visualized under ultraviolet lighting and confirmed the presence of adhesive along the exterior side and barrel tip side well. Trace adhesive was noted within the barrel tip itself. Probable root cause is a misalignment of the adhesive nozzle during application on the pils (point inspect lube shield) equipment. When this occurs, there is a greatly increased chance of finding adhesive applied to unintended portions of the barrel tip and barrel tip side well, as is noted within the returned sample. CAPA 226773 was initiated by the holdrege plant to address 1ml customer complaints and their associated root cause(s). Batch# 7241532 was manufactured prior to implementation of any corrective/preventive actions associated with this CAPA. A review of the device history record was completed for batch# 7241532. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200712892, 200712495, 200712933] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 4th related complaint for leakage on lot # 7241532. Based on the samples / photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (adhesive runoff). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had "insulin leak around the needle hub during injection". No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: male. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd ultra-fine¿ insulin syringe had "insulin leak around the needle hub during injection". No serious injury or medical intervention reported.